Event description:
Rptr stated, "the bone cement set up too slowly, and the consistency was gritty. There were no reported changes to the technique or storage of the cement." There was no adverse consequence for the pt or delay in surgery or anesthesia time.